Event description:
Procedure performed: sleeve gastrectomy. "During the sleeve gastrectomy case, while the surgeon was in the process of stomach mobilization the 5mm fusion voyant device didn't work properly. The handle got stuck in place after the surgeon grasped the tissue emitting a strange noise and couldn't be released anymore. To resolve this issue, the surgeon had to use another bipolar device to separate the stuck tissue and to remove the voyant. We have the sample defective, please advice. Normal status (healthy patient) - doing sleeve gratrectomy. Procedure was completed with competitor device 5 mm ligasure convidien. Standard laparoscopic technique. Applied medical trocar 3( 5mm optical ), 1( 11mm optical) (15mm optical). No pictures available, the device is with us. Thank you". Patient status: no patient injury or illness associated with complaint event. Intervention: competitor device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that complainant¿s experience of a locked handle. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was bent. Based on the condition of the returned unit, the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: sleeve gastrectomy. "During the sleeve gastrectomy case, while the surgeon was in the process of stomach mobilization the 5mm fusion voyant device didn't work properly. The handle got stuck in place after the surgeon grasped the tissue emitting a strange noise and couldn't be released anymore. To resolve this issue, the surgeon had to use another bipolar device to separate the stuck tissue and to remove the voyant. We have the sample defective, please advice. Normal status (healthy patient) - doing sleeve gastrectomy. Procedure was completed with competitor device 5 mm ligasure convidien. Standard laparoscopic technique. Applied medical trocar 3( 5mm optical ), 1( 11mm optical) (15mm optical). No pictures available, the device is with us. Thank you" patient status: no patient injury or illness associated with complaint event. Intervention: competitor device.